Event description:
Breast implant removal secondary to recall (allergan). Patient underwent bilateral breast implant exchange d/t recall. Implants sent pathology and then back to manufacturer once supplies arrive. Pathology left breast implant, removal: received in formalin is a 499 g, 15.5 x 15.5 x 4.0 cm tan, discoid intact breast implant containing gelatinous material with "style 410 fx, lot 2895750, allergan, 495cc" inscribed on it. Right breast implant, removal: received in formalin is a 499 g, 15.5 x 15.5 x 4.0 cm tan, discoid intact breast implant containing gelatinous material with "style 410 fx, lot 2895750, allergan, 495cc" inscribed on it.